Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user did not provide the culture results and cleaning disinfection and sterilization (cds) processes. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.